Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation, it was found and then reported that the blade mount was chipped. Based on the investigation details, the blade mount was replaced along with other components.

Event description:
The handpiece was returned to the MFR for service, and during the investigation it was found that the blade mount was chipped. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.